Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited stored episodes of non-sustained right ventricular oversensing that occurred on (B)(6) 2019. It was determined that the possible cause of the episodes may be due to myopotential oversensing or t-wave oversensing. Programming changes were recommended. The clinical team elected to continue to monitor the patient without making any programming changes at this time. The patient was in stable condition.